Event description:
Information was received regarding a cadd cassette reservoir. It was reported that once the pouch has been filled with 100ml of solution, one can see the liquid go into the empty space between the pouch and the case. By tilting the pouch, it comes out through the openings in the case. This occurred during the patient's sleep hours. Over the course of the week, the customer found the problem in 6 of the 12 pouches used. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
Other, other text: additional information h3, h6. D5 is unknown. No information has been provided to date. Device evaluation: samples were returned for investigation. A visual inspection of the sample found no present damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the reported failure. During functional testing, no leaks were identified. The reported failure was not confirmed. The root cause cannot be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4).

Manufacturer narrative:
H6. D5 is unknown. No information has been provided to date. Device evaluation: samples were returned for investigation. A visual inspection of the sample found no present damage, scuffs, pinch marks, cracks, crazing, cuts, etc. That could cause the reported failure. During functional testing, no leaks were identified. The reported failure was not confirmed. The root cause cannot be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).